Manufacturer narrative:
No parts have been returned to manufacturer for evaluation.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the system archive was not available to be returned. The most likely cause was the computer that was returned to the manufacturer for analysis. The computer booted normally and launched application as expected. Exam imported normally. There were no ram errors encountered. Smart-data reported 1 bad sector on hard-drive and running surface read test failed. The sub-root cause was found to be a hard drive malfunction. The computer was replaced to resolve the issue.

Event description:
A medtronic representative reported that, while in an ent procedure, the tracer registration was passing, however, the surgeon alleged a 3-4mm inaccuracy when moving into the nose. Exterior points were accurate. The surgeon traced along the nose and forehead. In trouble-shooting, the medtronic representative recommended tracing points further back. The surgeon did not want to register the patient again and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.